Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon opening the kit there was a piece of glue on the sheath. The device was not used, as this was discovered prior to placement. There was no reported patient injury.

Event description:
It was reported that upon opening the kit there was a piece of glue on the sheath. The device was not used, as this was discovered prior to placement. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. One power port clear vue isp 8fpu siom with silicone catheter kit was returned. A visual inspection was performed. No anomalies were noted. Therefore, the investigation is unconfirmed for alleged glue on sheath as no foreign materials were present. The definitive root cause could not be determined based upon available information. It is unknown whether device handling and/or procedural factors contributed to the reported event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).